Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, a missing reservoir tube o-ring and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had buttons that were not working and that she received the button error alarm. The customer explained that she was sitting by the pool and believed that the insulin pump was exposed to moisture. The customer's blood glucose was unknown. Troubleshooting was done. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.